Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 5:00pm at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result of 81mg/dl. A normal result for that time of day is usually around 130mg/dl. The end-user currently takes humalog insulin: 10 units before breakfast, 15 units before lunch, 10 units before dinner lantus insulin: 5 units at bedtime. He is not on a sliding scale. The end-user performed an additional blood glucose tests with his prodigy meter and received a result of 209mg/dl. The caller stated that the end-user was acting irrational and vomiting and had clammy skin. The caller stated they didn't call ems the end-user was taken to (B)(6) hospital, (B)(6). The end-users blood glucose upon arriving at the hospital was 96mg/dl. The end-user took humalog, and ate a meal of pork chop, mixed vegetables, and cornbread prior to going to the hospital. The end-user was put on a glucose IV due to testing his blood glucose again at the hospital and receiving a result of 27mg/dl. The caller stated that the end-user had a EKG blood work and a chest x-ray while at the hospital. The end-user was at the hospital for 5 hours and was discharged with a blood glucose of 130mg/dl. The end-user was told to follow up with his primary dr.